Event description:
It was reported that the customer was experiencing high blood glucose levels of 380 mg/dl, was nauseous and vomiting. At the time of the phone call the customer's blood glucose was 240 mg/dl. The customer treated with manual injection. The high blood glucose persisted after infusion set change; the last change was the day of the phone call. Troubleshooting was performed and everything was within specification. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).